Manufacturer narrative:
B3/d10 (event date): the event occurred on an unspecified date in (B)(6) 2024. H10: the device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an apd drain manifold had a connection issue. The event was further described as ¿pressure exceeded and burst at the connector¿. This occurred during use of the device for automated peritoneal dialysis (apd) therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.